Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2016-00793, 3005168196-2016-00794.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery using pod6 coils and a px slim delivery microcatheter (px slim). During the procedure, while attempting to advance a pod6 coil through the px slim, the physician experienced resistance and was unable to advance the coil completely through the px slim. Therefore, the pod6 coil was removed. The physician then attempted to advance a new pod6 coil through the px slim; however, resistance was experienced again and the coil was unable to advance completely through the px slim. Therefore, both the pod6 coil and the px slim were removed. The procedure was completed using other manufacturers' coils and microcatheter with no further issues. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet locks on the proximal ends of both pod6 pusher assemblies were intact. The first pod6 pusher assembly was kinked in multiple locations. The pusher assembly mid-joint was pulled proximal to the introducer sheath friction lock. The embolization coil was intact with the pusher assembly. Conclusions: evaluation of the returned devices revealed that both pod6 pusher assemblies were kinked. If a pod6 is forcefully advanced against resistance, damage such as this may occur. Further evaluation revealed that the px slim was occluded near the hub by damaged liner. The occlusion likely caused the difficulty advancing the pod6s through the px slim. The root cause of the damaged px slim liner could not be determined. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: a 3005168196-2016-00793 and 3005168196-2016-00794.